Event description:
Customer called to report that the reservoir on the insulin pump is not working. Customer's blood glucose reading was 153 mg/dl. Troubleshooting was done. Advised customer that the reservoir is expired. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.